Event description:
On 08/31/2009, a spontaneous report was received regarding a (B) (6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous injections of botox (botulinum toxin type a) with no adverse reaction. The patient had not been injected with restylane previously and was not taking any concomitant medications. The patient received an injection of restylane on (B) (6) 2009 to the lips and under the eyes. Pre-procedure medications included an unspecified injectable numbing agent administered to the lips. Additional procedures performed at the time of implantation included botox injection around the eyes. On approximately (B) (6) 2009, within 2 days of the injection, the patient developed an itch on her chest and back. The patient visited a physician and was diagnosed with an allergic reaction (cause of the allergic reaction unknown). The patient was given an unspecified foam and lotrimin (clotrimazole). Around the same time (date unspecified), the patient also noted numbing and tingling down her right arm that would come and go. The patient did not receive any treatment for these symptoms. The reporter stated that the physician did not even know about these symptoms and refused to provide physician contact information.

Manufacturer narrative:
Additional PMA/510(k): p020023. The lot number and expiration date were reported as unknown.